Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, calcification was indicated. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. The device history record (DHR) could not be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 23mm 2900tfx pericardial aortic valve, implanted approximately three (3) years and one (1) month, was explanted due to aortic stenosis. After implant, calcification in the two (2) leaflets were observed and the leaflets were hardened. The device was originally implanted for aortic valve replacement to correct aortic stenosis and regurgitation with a concomitant coronary artery bypass graft. The device was explanted and replaced with a non-edwards mechanical valve with no adverse patient events reported. The patient status was reported as "recovered". The device was returned for evaluation. There was no allegation of device malfunction. Patient medical history: dialysis patient, diabetes, high phosphorus levels.

Manufacturer narrative:
H3: evaluation summary: customer reports of stenosis and calcification were confirmed. X ray demonstrated wireform intact, heavy calcification on leaflets 1 and 2, and moderate calcification on leaflet 3. Extrinsic calcific deposits fused leaflets 1 and 2 by approximately 6mm at commissure 2 on the outflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 1 at the inflow aspect and 4mm on leaflet 2 at the outflow aspect. Host tissue overgrowth on the stent circumference was moderate at the outflow aspect. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Multiple sutures remained attached to the sewing ring around the valve. Sewing ring was cut around leaflets 1 and 2. Wireform was exposed around leaflet 2 on the inflow aspect.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.